Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during treatment the pump alarms regularly "low vacuum" or leak alarm when on the patient. The foam and soft port are totally compressed down. When the pump was switched out for a different pump the alarming stopped on the new pump. This is not an application error. No patient harm reported.